Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was admitted to the hospital for hf exacerbation on (B)(6) 2025. Abbott rep confirmed with the site on (B)(6) 2025 that the sensor itself did not contribute to the patient's hospitalization, however, the patient was unable to take readings which may have contributed to not preventing hospitalization. Patient hospitalized (B)(6) 2025. Patient presented with shortness of breath and was treated with diuretics and o2. Pending further patient electronic system (pes) signal acquisition troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The reported event of signal acquisition issues was resolved after a review of merlin.net logs on 21jul2025 confirmed the transmission of physiological readings to merlin.net on 12may2025, indicating that the issue was resolved.

Event description:
It was reported that the patient was admitted to the hospital for hf exacerbation on (B)(6) 2025. Abbott rep confirmed with the site on 29apr2025 that the sensor itself did not contribute to the patient's hospitalization, however, the patient was unable to take readings which may have contributed to not preventing hospitalization. Patient hospitalized on (B)(6) 2025 to (B)(6) 2025. Patient presented with shortness of breath and was treated with diuretics and o2. Abbott rep noted on 11jul2025 that the patient has had difficulty taking readings since just after implant, due to sensor rotation and larger body habitus. Patient has been advised multiple times to call into remote care for troubleshooting.